Event description:
Patient reported "started to feel healthy problems similar to a virus, liquid near brest implants (seroma-late), capsular contracture, baker grade unknown, and diagnosed with t lymphocytes, cd30". Healthcare professional later reported the following non-device related events; "b-symptoms of weight loss, fever, night sweats, arthrosis, premature menopause (due to chemotherapy), severe anemia", "second degree arthritis in small joint and knees (due to chemotherapy)", and pain in muscles and joints, respectively. Histopathological markers cd30+ and alk- have been received. This relates to the right side. Device has been explanted and discarded. Treatment: device explant, chemotherapy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy, seroma, capsular contracture, baker grade unknown, and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, seroma-late, capsular contracture, baker grade unknown, and lymphoma - alcl photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe. ¿ lymphadenopathy: unable to observe. ¿ lymphoma-alcl: unable to observe. ¿ other medical: unable to observe. ¿ seroma-late: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 3023356 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed by photos the reported events are not confirmed as they are classified as medical events. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Previous medwatch submission noted lymphoma-alcl. Sides are not specified against the devices. Upon further review it was found that there is no malignancy for the device reported in this record. Alcl was reported for the contralateral side. Hence alcl will be unreported for this (unknown) side. The previously reported events capsular contracture grade unknown, seroma and lymphadenopathy will also be unreported since the affected device is non-PMA approved.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl. Sides are not specified against the devices. Upon further review it was found that there is no malignancy for the device reported in this record. Alcl was reported for the contralateral side. Hence alcl will be unreported for this (unknown) side. The previously reported events capsular contracture grade unknown, seroma and lymphadenopathy will also be unreported since the affected device is non-PMA approved. Clarification h7, h9: these fields should not have been reported since alcl is for the contralateral side device. Additional, changed, and/or corrected data: b5.